Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 doctor was harvesting vessel and about three-quarters through the procedure he lost the co2 insufflation. I was present for harvest. All appropriate possible causes were checked and verified to be in order. Doctor continued the harvest without further intervention. When transecting the vessel for extraction, he inadvertently cut into the "cradle" tool of the hemopro ii system. No patient injury involved. No further intervention required. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, the reported failure mode was confirmed for ¿break-cannula-c-ring cut¿. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. We were unable to reproduce the reported failure in our testing. Based upon the returned condition of the device and the results of the investigation, the reported failure mode improper flow or infusion was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 doctor was harvesting vessel and about three-quarters through the procedure he lost the co2 insufflation. I was present for harvest. All appropriate possible causes were checked and verified to be in order. Doctor continued the harvest without further intervention. When transecting the vessel for extraction, he inadvertently cut into the "cradle" tool of the hemopro ii system. No patient injury involved. No further intervention required. A replacement device was used to complete the procedure. The hospital did not report any patient effects.